Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019. The customer¿s blood glucose level was unknown at time of incident. It was reported that the insulin pump was not accepting blood glucose and customer declined troubleshooting. The insulin pump will be returned for analysis.